Event description:
Spontaneous communication from the home health nurse reported a faulty pump that they need replaced. It is unknown what type of defect the device has. It is unknown if the patient missed a dose and there was no adverse drug event reported. The defective device is available for return. The product lot number unknown. No further information is known. The pump is used to infuse gamunex at above dose and frequency. Reported to (B)(6) by health professional.